Event description:
Customer alleged that the foot plates on the foot rests were hyper extended. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model t422rda, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1110558 rev h (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers weight is (B)(6), their gender, age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the footrests for the (B)(4) manual wheelchair are allegedly hyper extended. He is unaware of how this happened. Replacement riggings were sent out on (B)(4). No injury alleged.